Event description:
It was reported this bilary stent was successfully placed in the superficial femoral artery via an ipsilateral antegrade approach. Difficulty was encountered removing the carrier system through the introducer sheath. The introducer sheath and carrier system were removed as a unit. It was indicated this resulted in a larger hole at the insertion site. Add'l pressure was applied to the insertion site to achieve hemostasis. The pt's condition is good. A delivery system, metal cheater and introducer sheath were received, evaluated and retained by this MFR. The stent remains implanted and was therefore not returned for evaluation. The engineering evaluation indicated the teflon sheath was fully retracted and the sheath bump was loose. The teflon sheath was accordioned from 6 to 8 centimeters from the distal end of the sheath. The proximal 2 millimeters of the sheath was bunched up. The introducer sheath was flared at the distal end and the strain relief was kinked. This device was used in a non-indicated procedure, superficial femoral artery stent placement. It was indicated difficulty was encountered during removal of the delivery system and continued exertion was imposed on the trigger until the introducer sheath and carrier system were removed as a unit. This device displayed characteristics consistent with exertion against resistance, an accordioned delivery system and a kinked introducer sheath. Co's directions for use state: "the symphony nitinol stent trashepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."